Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads displayed an increase in thresholds after the patient's MRI procedure. An x-ray and a device interrogation were performed and showed that the leads had returned to normal function. The leads remain in use. The patient was a participant in the surescan pas study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead, implanted: (B)(6) 2012. (B)(4).